Manufacturer narrative:
Covidien reference number (B)(4). Technical support engineer (tse) troubleshoot this with the customer over the phone and suggested the gui printed circuit board be replaced.

Event description:
It was reported that the ventilator graphical user interface (gui) was inoperable. The ventilator was not in use on a patient at the time of the event occurred.